Event description:
Engineering triggered an investigation based upon a review of production failures involving broken metal springs which are internal to the device. These springs are used to retain the device speaker. A broken spring could then contact circuitry and cause an electrical short, rendering a device inoperative.